Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a file error issue occurred with the handle during pre-operative preparation. The unit consistently displayed a file error and subsequently lost all charge. There was no patient involvement. The handle was tested on both the user's and a customer's four-port charger, but no positive results were obtained.

Manufacturer narrative:
H3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection found no abnormalities. Functionally, the handle was received with a fully depleted battery. The handle was inserted into a charger running v16 software to charge. After some time, the charging light emitting diode (led) changed to flashing red. The handle was removed from the charger but it did not initialize. The handle was opened up. There was damage to the battery flex cable. The returned battery was replaced with a known working battery. A clamshell and adapter were connected to the returned device and calibrated successfully. A reload was attached to the device and was able to clamped and articulated without issue. The handle was able to be fired without issue on the a1 fixture. An analysis of the data saved to the system showed no indication of any handle errors or issues that would have caused the handle to be considered faulty. The power to the battery was never interrupted, and there were no unexpected resets. There were no empty files within the system data. The handle had 295 of 300 procedures remaining. The handle was noted to be running v29.6 software. It was reported that the signia power handle shut off and the display was irregular. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: battery flex cable damage. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.